Manufacturer narrative:
Nellcor puritan bennett has requested that the device be returned for investigation.

Event description:
Nellcor puritan bennett received a report on a n-395 unit for high spo2 readings. The unit reads at 99% on a non-tyco healthcare test simulator when simulator is set to 92%, and reads 100% on customer with cable and sensor. The high readings were isolated to the spo2 main pcb.